Manufacturer narrative:
(B)(4).

Event description:
It was reported that a new sensor prompt after one day of use occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of a new sensor prompt after one day of use is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.